Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a non-boston scientific device upgrade, this chronic right ventricular lead displayed high out of range shock impedance measurements. In a different vector, normal shock impedance measurements were obtained. A further interrogation revealed shock impedance measurements within acceptable range. As the data revealed the measurements have remained stable, a decision was made to further monitor this lead. It was thought the issue may be due to a dry pocket and with the product coating, a highter than expected high voltage impedance from rv to can. No adverse patient effects were reported.